Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the stimulation was too high and they were getting shocked and the stimulation was uncomfortable and a sudden painful stimulation like a bee sting. It was also reported that the patient was not able to get the communicator and the controller to communicate with the ins to decrease stimulation or even turn off stimulation. (B)(6) worked with the patient for a long time but was not able to connect to the ins. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.